Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during biliary stent placement in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the guide catheter could not be pulled. When the physician attempted to pull it forcibly, the guide catheter broke. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. Reportedly, the stent could not be released due to the suture being entangled. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during biliary stent placement in the common bile duct performed on august 08, 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the guide catheter could not be pulled. When the physician attempted to pull it forcibly, the guide catheter broke. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. Reportedly, the stent could not be released due to the suture being entangled. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Problem code 1069 captures for the reported event of guide catheter broken. Product analysis: a visual evaluation of the returned flexima biliary stent was performed. It was found that the guide catheter was broken and stretched, the proximal portion of the guide catheter was not returned for analysis. The stent and suture hole did not present any visual issues and the stent was loaded in the delivery system. In order to inspect the guide catheter, it was manually remove from the delivery system and the stent was able to deploy successfully. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to guide catheter found broken and stretched, the continued attempts to retract the guide catheter or force applied to the device in order to release the stent can result in guide catheter broken and stretching. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the device history record (DHR) was performed, no anomalies were found.